Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached inside of the patient during lasing. Per the customer, the fiber cap was retrieved. Additional information reported by the customer was there were no error codes displayed on the console when the event occurred. The user did not experience any injury from the use of the system. No patient injury was reported. The patient did not require any additional treatment due to the event.